Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm during normal use. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly, however, found corroded keypad traces. No button error alarm during testing. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.